Event description:
It was reported that a flo-gard infusion pump presented an f-49 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log was performed. During the power on self-test and the alarm log review an f-94 alarm was found. The f-94 alarm was determined to verify the reported condition. The cause of the f-94 alarm was an inoperative central processing unit board. No repairs were performed as the device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.